Event description:
It was reported that the pump alarmed for a system error 322 - "lnk switch error (low)." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom. A device history log review was conducted and there were no occurrences of system error 322. The device was determined to be within specification in relation to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.